Manufacturer narrative:
The insulin pump had no button response due to flattened esc, act button/keypad domes. The insulin pump had minor scratches on lcd window, cracked case near display window corner and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly. The keypad connector was found close properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to press. She had to press the buttons in a certain spot to make them respond. The insulin pump's display had two scratches. The customer could hardly read the information on the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.